Event description:
Lack of lung function, dry sinuses, unable to catch my breath and was admitted to the emergency department for evaluation. I was later released. This problem lasted for several days, quit using the machine and began feeling better. The filter was black with an unknown substance. I kept the machine and filter. FDA safety report ID# (B)(4).